Event description:
It was reported that a phone call was received from the hospital regarding a driveline fault alarm on the patient's system controller (one tone every 4 hours). The system controller driveline connection was checked. The modular cable connection was checked. Both connections were confirmed to be secure and functioning correctly, but the alarm persisted. Log files from the old system controller (B)(6) were then provided and captured left ventricular assist device (lvad) internal faults on (B)(6) 2025. This fault was associated with pump speed issues, high power, high pump temperature and several lvad fault flags. The driveline was disconnected on (B)(6) 2025 at 12:52:04 and reconnected (B)(6) 2025 at 12:52:14 but the lvad faults returned. The driveline was then disconnected again and remained disconnected the rest of the log file. Next, log files from system controller (B)(6) was reviewed and captured a clock corrupt event until 13:51 on (B)(6) 2025 when the clock was reset. At this time, the log file was capturing driveline power b faults due to an open system controller b fuse. The power was cycled a few times, but the driveline power b faults returned. On (B)(6) 2025 the driveline was disconnected and remained disconnected for the rest of the log file. Exchanging the system controller resolved the alarm. A new system controller was given and log files were extracted. Technical services reviewed the new system controller log files, and they showed no issues with the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a1: patient initials corrected. Manufacturer's investigation conclusion: the reported events of a driveline power fault alarm and a clock not set alarm were confirmed via the provided log file and via the controller¿s functional analysis. System controller (B)(6) was observed to have been put into use with its clock set to the default timestamp. The clock was synced to 17jun2025 shortly after the controller was put into use, and a controller fault alarm which transitioned into a driveline power fault alarm once the driveline was connected was observed throughout the data. The alarm appeared to correlate to the controller¿s fuse b being damaged, and the controller was observed to have been exchanged at the end of the data. Data within the log file prior to 17jun2025 suggests that the controller¿s fuse became damaged prior to the controller being put into use on this date; however, the controller¿s clock was not synced when the fuse became damaged, and it is unknown exactly how much time passed between the controller¿s fuse becoming damaged and the reported event date. The returned system controller was observed to have a damaged fuse b component upon arrival, consistent with data in the log file. The controller was functionally tested, and a driveline power fault alarm was active throughout testing; however, the controller was able to operate a mock loop as intended despite the alarm. The controller¿s fuse b was replaced with a new component, resolving the alarm. The root cause of the observed driveline power fault alarm was determined to be a damaged fuse on the system controller¿s main printed circuit board; however, the root cause of how the fuse became damaged was unable to be conclusively determined. The root cause of the observed clock not set alarm appeared to have been a lack of maintenance on the backup system controller per recommended guidelines and labeling. Incidental finding: fluid ingress was observed throughout the controller, affecting its inner housing, main printed circuit board (pcb), and speakers ¿ fluid buildup was determined to have been the cause of one of the speakers sounding quieter than expected. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including controller fault/driveline power fault alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. This section also instructs users to, at least once every six months, contact their hospital contact to charge the backup battery within the backup system controller, to perform a self-test on the backup system controller, and to ensure that the backup system controller¿s settings are identical to the primary controller¿s. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the log files from system controller showed this system controller being put into use on an unknown event date (clock was not properly set at this time, displaying a timestamp of "08feb2000"). The information from this unknown date was relevant because this date was when the system controller's fuse became damaged which was addressed under this current event. The system controller being put into use on this unknown date indicates that another system controller was exchanged to this system controller, and available data suggests that this system controller exchange occurred at least over 1 year ago.